Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the device was sent to the service center for repair. The repair report indicates: short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed. Functional test completed. Other failures were found to be impairing the device function. The short circuit in the motor cable is the root cause of the failure. No further information regarding the cause of this defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed because there was nothing found to be broken during the repair process. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10-11-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls is broken. No information available. Issue was found pre-operatively.